Event description:
It was reported the lens was implanted and immediately removed due to a capsule bag tear necessitating a vitrectomy. Account reported no patient injury occurred.

Manufacturer narrative:
The lens was received for analysis and showed one distorted haptic. Prior to release, the lens met all manufacturing specifications. The causal relationship between the damaged iol and the adverse event is not known. Will continue to monitor and trend all reports received.

Manufacturer narrative:
The manufacturing records were reviewed and showed the inspection and sterilization processes for the affected production order were according to specifications. With this record review we could not identify any process deviation. All available information has been reported.